Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, replaced the defective solenoid valve (cdev) 1 and cdev 2 and performed a precision testing. A siemens headquarters support center specialist reviewed the service report and concluded that the cause of the discordant, falsely elevated co2_c result on one patient sample was due to failing cdev1 and cdev2 valves, which was resolved by the replacement of valves. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on one patient sample on an advia 1800 instrument. On a prior day, different sample draw from the patient was tested and the result was lower. The discordant result was not reported to the physician(s). The sample was repeated on the alternate advia 1800 instrument, resulting lower. The result obtained on the alternate advia 1800 instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c result.